Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000148576. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and pain at ipg pocket site. Attempts to reprogram were unsuccessful. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. The investigation was unable to determine the lead that was associated with the issue.